Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 691.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a normal pump replacement when disconnecting the catheter from the pump, the metal piece from the connector piece remained on the pump and did not come off with the catheter. It was unknown if there were external factors involved and no troubleshooting was performed. 2.4 cm of the catheter was removed and then a pump segment was cut to length and added. Good cerebrospinal fluid flow was observed. The removed piece was discarded and the issue was resolved. The patient was without injury and their weight and medical history were asked but unknown.